Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.

Event description:
It was reported that during a knee arthroscopy procedure using the super multivac 50 icw, the tip of the wand detached inside of the knee and was unable to be retrieved. The procedure was completed without further reported incident and there was no significant time delay. As of now, no pt complications have been reported.